Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: 1 incident this morning with paclitaxel (discarded syringe).

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for investigation. A device history review was performed for lot 2301010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained sample from the same lot was evaluated. Barrel do not present any damage that could have deformed their shape. The stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. Further testing was conducted, no sign of leakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: 1 incident this morning with paclitaxel (discarded syringe).